Event description:
Biomedical technician from the facility stated that he located the pump in a room. He found a tag on the pump that said an event occurred in early 2008. Failure code 512:320:844:0000 was on the device. It occurred while transporting the pt from the operating room, unk as to what was infusing. Pt was hypertensive due to the pump failure. Multiple attempts have been made to obtain additional info.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.